Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller resolved the issue by changing the cartridge, requested replacements, but opted to wait for the new supply. Technical support confirmed the cartridge alarm and decided to replace the pump, with the replacement already shipped.